Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion in connecting tube and scope error e237. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of scope error e237 was corrosion on plug unit, and corrosion in connecting tube was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.